Event description:
An endeavor sprint rapid exchange (rx) drug eluting stent was implanted in the mid rca during the index procedure. It is reported that approximately 3.5 months post index procedure the patient presented with chest pain due to stable angina. A pci revascularization was carried out to treat in-stent restenosis. One other brand stent implanted in the mid rca. On the same day the patient experienced a non-q-wave mi. It is reported that the patient recovered with treatment.

Manufacturer narrative:
Evaluation: results - inherent risk of procedure (myocardial infarction). (B)(4).